Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the physician noticed a pericardial effusion via the acunav catheter. It was noted that there were no changes to the patient's vital signs prior to the discovery. A pericardiocentesis was performed and the patient was in stable condition at the time of the call. It was also noted that the patient had a previously documented pericardial effusion prior to the case. Per the caller the physician was uncertain if the original effusion exacerbated or if this was a new pericardial effusion. Upon request, the bwi field representative provided additional information on the event. The physician¿s opinion on the causality is that he does not know if it was caused during mapping because an effusion was in a previous note. Does not believe that there were any other factors that would have contributed to the tamponade. The user did not experience any difficulty in manipulating the catheter. The user did not notice any abnormal signals. The rf generator was set to ¿temperature-control.¿ the power was set to 20w to 40w. The power was titrated during the ablation. It reached its target setting in about 5 seconds before the event. The act was maintained during the procedure from 250-300s.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Coolflow pump model #: m-5491-02; serial #: 04997. Distributed product: acunav; model #: acunav; lot #:OEM_acunav. (B)(4).